Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, lot #: p923582: the 9735821 camera/positioning sensor unit (psu) was returned to the manufacturer for evaluation. The event logs reported intermittent faults indicating illuminator voltage measured lower than recommended operating voltage. Along with a illuminator hardware fault message. The psu passed an accuracy test (aak) at .141mm, with a passing threshold of 0.250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that prior to the procedure it was noted there was a problem with the recognition of the camera and localizer error was displayed. The use of medtronic navigation was aborted. There was a delay of less than 1 hour and no impact on patient outcome.